Event description:
Dr. (B)(6) was using the protack to staple the mesh during an inguinal hernia repair. It fired twice correctly, and then misfired and was retired from the field. FDA safety report ID# (B)(4).